Event description:
The wife of a (B) (6) male pt contacted lifecor customer support to report that they had been receiving "add get/replace belt" messages and have run out of gel. Support had the pt download and that revealed a "gel release" flag but no corresponding automatic event. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused a short in the gel fire circuit. All three therapy electrodes still had gel in them. The cable was reconditioned and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of the defect is unk, but there appeared to be strain placed on the cable by pt wear. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.